Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier misfired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: what is meant by device misfired? Did clip not feed into jaws? Did clip not fire or deploy from jaws? Did not fire and deploy clips from jaws of device. The analysis results found that the el5ml device was received with the jaw broken at bifurcation. This condition would not allow the jaws to collapse in order to form the clips. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.